Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds after the lead was placed. The helix mechanism was retracted, and the lead was repositioned; however, the helix could not be extended again. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is not expected for return due to the pandemic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.